Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn:m365sc43180, model: sc-4318, serial: na, batch: 23058787.

Event description:
It was reported that the one of the patients leads had high impedances. The patient underwent an explant procedure wherein a lead and a clik anchor were removed.